Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1008507) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer reported that on (B)(6) 2011, she received a reading of 136 mg/dl on her adc blood glucose meter, which was "lower than normal". She further reported subsequently experiencing "bad sweats and chills", and a resultant loss of consciousness. Paramedics were called and treated the customer on the scene with glucose via intravenous infusion. Customer was transported to a local healthcare facility where she was diagnosed with hypoglycemia and treated with additional unspecified intravenous fluids and warm blankets. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.